Event description:
It was reported the patient had intermittent pocket stimulation. It was noted that the stimulation could not be created with pacing or pocket manipulation and that the lead measurements were good and stable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.